Event description:
It was reported that upon completion of a vt idiopathic procedure following ablation inside the coronary sinus, it was noticed that the patient had st-elevation on the ECG. Interventional cardiology was consulted and angiography of the lca and the rca were performed. It was noted that the circumflex was blocked at mid to distal. They then performed percutaneous coronary intervention (pci) with stent placement in circumflex to open the blockage. The physician's opinion regarding the causality of this adverse event was stated to be possibly procedure-related.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: carto xpress system: model #: m-4700-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #: m-5463-01, serial #: (B)(4). Webster cs catheter with ez-steer technology (device not returned for analysis): model #: d-1263-05-s, lot #.: 15671251m. Regarding the biosense webster systems, the physician was contacted by bwi field service engineer. The physician advised that issue was not due to any failure of bwi equipment, rather a complication of the procedure. No further action was required. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that upon completion of a vt idiopathic procedure following ablation inside the coronary sinus, it was noticed that the patient had st-elevation on the ECG. Interventional cardiology was consulted and angiography of the lca and the rca were performed. It was noted that the circumflex was blocked at mid to distal. They then performed percutaneous coronary intervention (pci) with stent placement in circumflex to open the blockage. Visual inspection of the catheter involved in this complaint found it normal conditions. The catheter was tested for electrical, temperature and generator tests and it passed these tests. A deflection and irrigation tests were also performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Since the catheter passed specifications, the root cause of the adverse event remained unknown.